Event description:
It was reported that during an unknown procedure the stapler fired without issue and only one side of the cartridge deployed, the other did not. The non deployed side was on the part that was being discarded and of no clinical significance. This would have been the 4th firing. A small sliver of cartridge plastic was also seen shaved off by the blade. Neither of these firings were under torque. It is unknown how the procedure was complete or if there is any patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what color cartridge was being used? Green. Was buttressing material utilized? If so, which product? Yes, seamguard. Was the instrument fired across or near an existing staple line or clip? Crotch as is standard, in line, not cross staple. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? No, this was near the cardia, thinner tissue. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes.